Event description:
The customer reported being hospitalized due to infection and high blood glucose over 200mg/dl. The customer stated that she was experiencing high temperature prior her admission. Troubleshooting was performed. The time, date, and bolus wizard were incorrect. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.